Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the wake button was delayed in responding to touch. It was reported that the customer required assistance to treat low blood glucose (bg) level ranged from 33-220 mg/dl. Customer consumed carbohydrates to address bg. Customer successfully resumed insulin deliveries after the system check.